Event description:
As reported as part of the clinical study, fred epi, the patient received embolization treatment for two saccular aneurysms located in the left internal carotid artery (cavernous segment). Both aneurysms never ruptured and not previously treated. The treatment consisted of using a fdv (fred4518) lot number 190722542 . During the procedure, a slowing down at the level of its middle part in connection with a malposition (in stent stenosis). Decision was taken to perform a balloon angioplasty and drug treatment administration (aggrastat and heparin). At the end of the procedure, the fdv has expanded correctly, and the inner part of the fdv covers the aneurysm neck. The parent artery at the end of the procedure remains without stenosis

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis; imaging was provided for evaluation and is currently under review.

Manufacturer narrative:
No product(s) were returned for evaluation, but images containing cerebral angiograms, embolizations, cts, and MRI/mras during a period from june 21, 2021, to september 15, 2021 were provided. The image(s) relating to the procedure on (B)(6) 2021 show the fred treatment of lica aneurysms. The fred was implanted from the supraclinoid ica to the vertical petrocavernous junction. Post-deployment, some stasis is shown in the aneurysms. Later on, the ica occludes, then reopens with an apparent narrowing of fred at the anterior genu of cavernous ica. These images confirm the complaint and show the incomplete expansion of the fred stent. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. B5 - on the (B)(6) 2021, the patient received treatment of a right sylvian aneurysm. During the MRI control performed the day after, (B)(6) 2021 the exam showed the occlusion of the fred stent previously implanted to treat the target aneurysms located in the left ica, cavernous segment, with resumption of arterial flow downstream on the carotid ending ( 43 days post procedure complication). According to the description provided by the site, the event is not serious and mild. In terms of clinical impact, patient is asymptomatic. No action is taken in its regards and the outcome is ongoing. The event relatedness is related to the study device. H6 - clinical signs code - add ischemia.